Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the log files was not conducted as log files covering the reported event date were not available for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the nurse reported the patient having seizure activity approximately 9 hours post-implant. As the week progressed, the patient also never had any purposeful movement on the left side of the body. A computed tomography (CT) scan of the head on postoperative day (pod) 1 was negative for any acute neurological changes. A repeat head CT on pod 3 did show a right temporal embolic stroke. Neuro surgery was consulted, but no intervention was suggested at this time. The patient was not therapeutic on anticoagulation at the time of the event; they were on IV heparin and acetylsalicylic acid daily. Warfarin had been started the night before. As of pod 6, the patient was still intubated. The patient is following some commands, but still has residual left-sided weakness/neglect and remains admitted to the ICU for close monitoring. No further patient complications have been reported as a result of this event.